Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 5.0; lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 5.0; lab: 2.5; mean: 3.75; confidence limits: 2.2 - 5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Patient is a boy who is taking marcomar for 10 years due to heart malformation. As of 2007, the patient is taking ospolot 50mg, 2x1 tablet and has an infection too and is taking penicillin (no name or type known) also. Patient also has an epileptic disease. Patients condition and the drugs he is taking may cause the discrepant result.